Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited inappropriate shock, oversensing noise, and high capture thresholds. The lead was capped and replaced on (B)(6) 2024. The patient was stable during and after the procedure.